Event description:
It was reported that the ultrasound measurements were received from the coro 120 monitor even though the fetus had died 30 minutes prior.

Manufacturer narrative:
Ge healthcare has evaluated the unit and it was found to perform in accordance with its specs. No malfunction was detected. The tracing received from the hosp indicated that the child was born alive and subsequently passed away after 5 hours.